Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was allegedly driving the chair when it pitched him out and the chair fell on him.